Event description:
It was reported that the customer spilled saline on the cardiosave intra-aortic balloon pump (iabp). It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the customer is trained on this iabp device, and services themselves. The fse also reported that getinge did not perform the repair on this device. The customer performed the repairs by replaced the printer, power management board, and the pneumatic module assembly, and returned the iabp unit to clinical service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the unit. We are seeking additional information, and if provided, we will submit a supplemental report with our additional findings.

Event description:
It was reported that the customer spilled saline on the cardiosave intra-aortic balloon pump (iabp). It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.